Manufacturer narrative:
The unit had an intermittent act and down arrow button response due to a corroded keypad. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report keypad anomaly. The customer's blood glucose level was 178 mg/dl. The keypad anomaly was confirmed and the insulin pump was replaced. No further details were provided.